Manufacturer narrative:
The patient expired on (B)(6) 2018 due to sepsis which is reported under MFR report # 2916596-2018-05510. Approximate age of device - 6 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2018 (approximate) for a persistent bacteremia infection. The patient¿s blood cultures were positive for klebesiella (enterobacter) aerogenes and the infection remained ongoing despite home IV antibiotics and suppressive therapies. The device always performed as expected. No additional information was provided. The patient remained ongoing on heartmate ii lvas until when the patient ultimately expired. The hmii lvas IFU lists infection (pump pocket, driveline, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for bacteremia despite antibiotic and suppressive treatments. The patient had a klebsiella aerogenes. The patient expired on (B)(6) 2018 due to sepsis.